Event description:
It was reported that shaft break occurred. The 90% stenosed, 12mm in length target lesion was located in the moderately tortuous, severely calcified and 3.0mm in diameter left anterior descending artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to the lesion however, the shaft of the device was fractured. The device was simply and completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. Tactile inspection and visual inspection was performed. The balloon was tightly folded. There was blood in the wire lumen. There was no damage to the hypotube. There was a kink 1cm from the guide wire exit notch. Inspection of the corewire presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred the 90% stenosed, 12mm in length target lesion was located in the moderately tortuous, severely calcified and 3.0mm in diameter left anterior descending artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to the lesion however, the shaft of the device was fractured. The device was simply and completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.